Event description:
Customer reportedly received results of 360 mg/dl and 163 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for pain management to deliver unspecified medication. No specific programming parameters were provided. On (B)(6) 2010, at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 25ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.